Event description:
Subsequent to filing of the initial medwatch report additional information was received: the artery was not sutured shut. There was some obstruction to the blood flow. The obstruction was resolved with the stent implant.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was successful in the scarred right common femoral artery using the preclose technique with two proglide devices using a 7f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. The sheath was upsized to 18f and the aaa procedure was completed. Reportedly, after hemostasis was achieved an angiogram was performed to assess blood flow distal to the arteriotomy site. There was no blood flow distal to the arteriotomy site. A self expanding stent was deployed to open the artery. Blood flow was returned to the area distal to the arteriotomy site. There was no adverse patient effect. It was reported that the physician is trained in the use of the proglide device and established in the large hole technique. No additional information was provided.